Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device's cord plug was cutoff and not returned. The reported condition of device insufficient cutting was not confirmed. The reported condition of device locked on tissue could not be confirmed. Without the cord plug, a detail investigation could not be performed for the reported complaint of device locked on tissue. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications for the device cutting mechanism. A review of the device history records for this device found no potentially contributing factors from the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device locked on the tissue and would not cut sufficiently. The laparoscopic procedure was converted to an open procedure. The patient hospitalization was extended for 3 days. It was reported that the patient has prostate cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the dissector stopped working. Another battery was installed and an error tone and a red light were observed. Another device was also used during the procedure and locked on the tissue and would not cut sufficiently. The laparoscopic procedure was converted to an open procedure. The patient hospitalization was extended for 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.